Manufacturer narrative:
It was reported that the patient underwent a robotic laparoscopic supracervical hysterectomy on (B)(6) 2012 for uterine fibroids at which time her surgeon used the mesh to morcellate the uterus and uterine fibroid. It was reported patient had a robotic assisted supracervical hysterectomy, morcellated fragments of uterus with leiomyoma and adenomyosis and small foci of secretory endometrium.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a robotic laparoscopic supracervical hysterectomy on an unknown date and a morcellator was utilized due to uterine fibroids. On (B)(6) 2014, the patient underwent a CT scan due to complaints of abdominal pain, which revealed the presence of a mass in her pelvis. On (B)(6) 2014, a laparoscopic resection of the retroperitoneal mass, appendectomy and small bowel resection was performed by dr. (B)(6) at (B)(6) hospital. Following the surgery, specimens were submitted for pathology which revealed endometriosis all on the appendix and small intestine. The patient continues to experience endometriosis which has resulted in episodic pain and will require future surgeries. No additional information was provided.